Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1731102, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that following mynxgrip vascular closure, the patient began complaining of severe abdominal pain. The patient was sent in for a CT scan and a retroperitoneal bleed was confirmed. The patient was selected for mynxgrip closure post an elective pci (percutaneous coronary intervention) procedure. The stick location seemed somewhat high; however, it appeared below the epigastric artery via angiogram. Successful deployment of mynxgrip and hemostasis was confirmed. At the time of this report, vascular surgery had been called. The device was disposed of, as hemostasis was achieved and it was assumed to have been a successful deployment. Addendum additional information received indicated that the bleed resolved on its own and no intervention was needed. The patient was noted to be doing well.

Manufacturer narrative:
Complaint conclusion: it was reported that following mynxgrip vascular closure, the patient began complaining of severe abdominal pain. The patient was sent in for a CT scan and a retroperitoneal bleed was confirmed. The patient was selected for mynxgrip closure post an elective pci (percutaneous coronary intervention) procedure. The stick location seemed somewhat high; however, it appeared below the epigastric artery via angiogram. Successful deployment of mynxgrip and hemostasis was confirmed. At the time of this report, vascular surgery had been called. The device was disposed of as hemostasis was achieved and it was assumed to have been a successful deployment. Additional information received indicated that the bleed resolved on its own and no intervention was needed. The patient was noted to be doing well. The vcd was being used for arterial closure. The patient's hospitalization was extended as a result of the event. The patient was noted as recovered. The product was discarded and therefore will not be returned. A review of the manufacturing documentation associated with lot f1731102 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural factors may have contributed to the reported event. Bleeding is a common procedural complication and is frequently related to stick technique, multiple sheath exchanges, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the device history record review of the mynx device, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.